Manufacturer narrative:
(B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11 the lot # 3000434753 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working during branch ligation. No power would initiate. A new device was used to complete the procedure. There was a procedural delay. There was no patient harm.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working during branch ligation. No power would initiate. A new device was used to complete the procedure.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.